Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. Predilation was not performed. A 24mmx3.50mm rebel stent was advanced to the lesion; however, the physician suspected that something was wrong with the stent. When the device was removed, it was noted that the stent was deformed as it was banged up when it was inside the patient¿s body. The procedure was completed with another 3.5mmx24mm rebel stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).